Event description:
It was reported that a user¿s continuous glucose sensor failed, and the ilet transitioned to bg run mode with no automated insulin dosing, after which the user manually entered a blood glucose value of 253 mg/dl and received education on bg run operation and data entry. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and user education. Investigation included a customer interview and review of device use and user-reported data. Investigation of this case revealed a sensor failure leading to loss of automated insulin delivery and subsequent operation in bg run mode, with no additional device malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was sensor failure resulting in expected device behavior and user-dependent management.